Event description:
It was reported that a mcl20 was used during an urology procedure. It was reported by the affiliate that the clips are delivered crossed (scissored). There was no consequence to the pt.